Event description:
It was reported that the patient was not getting an adequate stimulation. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The old spinal cord stimulator (scs) system was replaced with a magnetic resonance imaging (MRI) compatible system. The explanted devices were not returned due to medical facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20380022.